Event description:
It was reported that tandem mobi pump issued cartridge alarm during use, preventing customer from continuing insulin delivery with original cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge and delivered 9-unit bolus as instructed, then attempted to reload original cartridge but could not resume insulin therapy, after which technical support guided loading of new cartridge using proper technique, and customer successfully loaded new cartridge, resumed insulin therapy, and issue was resolved.